Event description:
It was reported that during an intra-muscular injection of 5 doses of haldol defanos, the bd needle eclipse¿ s/t 21x1-1/2 rb tw syringe disconnected from the needle. The syringe and the needle, however, seemed to be properly attached to each other. Haldol is known to be oily and particularly difficult to inject into muscles, with the resistance potentially resulting in disconnection. The hcw received haldol in the eyes and on the face.

Manufacturer narrative:
Investigation: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Without affected sample and since we do not know if instructions were correctly followed, bd could not identify any possible root cause related to needle manufacturing process at this time.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during an intra-muscular injection of 5 doses of haldol defanos, the bd needle eclipse¿ s/t 21x1-1/2 rb tw syringe disconnected from the needle. The syringe and the needle, however, seemed to be properly attached to each other. Haldol is known to be oily and particularly difficult to inject into muscles, with the resistance potentially resulting in disconnection. The hcw received haldol in the eyes and on the face.